Event description:
It was reported that pump experienced malfunction alarm with code malf 12, with no notable events occurring before problem. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully reset malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction happened again, which customer understood.